Event description:
Removal of an arterial sheath in the left groin caused the pt to hemorrhage. Upon removal of the sheath it was discovered that the sheath had separated into two pieces. The second piece was removed without incident. The pt was discharged the following morning with no residual problems or complications.